Event description:
A customer in (B)(6) reported that her father "thought he had experienced a shock from the (B)(4) CPAP which had interfered with his pacemaker". The patient reported that it felt as if the shock came from his mask [resmed mirage activa lt].

Event description:
A customer in (B)(4) reported that her father "thought he had experienced a shock from the [hc221] CPAP which had interferred with his pacemaker". The patient initially reported that it felt as if the shock came from his mask [resmed mirage activa lt], but was subsequently not sure where the shock had originated from. It was subsequently reported that the patient had been taken to the hospital by ambulance following the reported event. Fisher & paykel healthcare understands that the patient was checked by hospital staff and was found to be okay.

Manufacturer narrative:
(B)(4). The complaint CPAP was returned to fisher & paykel healthcare (B)(4) for testing. There was no evidence of external impact damage to the unit. The CPAP device was designed to comply with the emc standard (B)(4) to class b limitations for emissions. The device is a double-insulated device without an earth pin on the power plug. Furthermore, it should be noted that the heater plate is anodized as anodizing is an effective electrical insulator. There was no leakage from the mains conductors to the plastic case or to the anodized aluminum heater plate and no evidence of a fault was found during internal inspection of the device. Based on the results of our investigation, it is likely that the sensation experienced by the patient was due to a build-up of static electricity. Static electricity is a naturally occurring phenomenon and discharges of static electricity are fairly common occurrences. Fisher & paykel healthcare has received no other complaints of this nature for the (B)(4) series cpaps.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for testing. We will provide a follow-up report upon receipt of the device and completion of our investigation.